Event description:
Add'l info received from reporter on (B)(6) 2016 for report #mw5061710. Defective workmanship. The parts that got jammed up in machine are falling apart. Thinking it must be metal bar. Working at home doing farm/hanging up and down from mount. Hang up and down half wagon. Stepped wrong did it again at the end of the day tore the ligament in leg. After I stopped using it, it still act up. When I get down on the floor, the knee goes out and then pain. It then goes away until it happens again. A long time ago, I fell from five story down and the back seat of the cop car he had it pull back into my knee. Cramp up there but that is a different story. Got IV. I don't think it is funny that I have to wear therapeutic legwear. My hip left side, I was lucky to keep standing for half hour maybe a little longer than that. Kinda like having my knee cramp up in a back seat of a car and having my big feet under the seat.